Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead pacing impedance was stable at approximately 470 ohms through (B)(6) 2015, and then began to gradually rise to over 3000 ohms by (B)(6) 2016. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was intermittent. Stored episodes show. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance had risen to a high range and the lead had possibly fractured. Intermittent and non-capture were also observed. It was also reported that the right atrial (ra) lead had exhibited a loss of sensing. Rv outputs were increased and the lead was subsequently capped and replaced. The ra lead was capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.